Manufacturer narrative:
Philips service reinstalled software and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that disk space was insufficient, rendering the device outside clinical use on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.